Event description:
It was reported that the patient presented to the ER after receiving inappropriate atp and high voltage therapy. The device recorded episodes of supraventricular tachycardia which were diagnosed as ventricular tachycardia. Programming changes were recommended and performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.